Event description:
It was reported that this pacemaker system exhibited myopotential noise with oversensing on the right atrial (ra) lead. Impedance measurements were stable. Technical services (ts) discussed troubleshooting options, and recommended further ra lead evaluation in-clinic. Additional information received reported that ventricular signals were falling into blanking and subsequent ventricular pacing was provided, fusion beats were observed on a stored ventricular episode, and right ventricular (rv) lead non-capture was observed. Additionally, the fusion beats were observed on a ventricular episode that overlapped with a right ventricular automatic threshold (rvat) test. Technical services (ts) discussed troubleshooting options and programming considerations. This ra lead remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker system stored signal artifact monitor (sam) episodes from 2022 containing what resembled electromagnetic interference (emi) noise, and the minute ventilation (mv) sensor remained disabled from that time. More recently stored atrial tachy response (atr) episodes from october 2024 contained ra noise with oversensing, likely due to mypotentials. It was noted that ra impedances were stable around 1000 ohms over the last year. There was some right ventricular (rv) pacing above the lower rate limit (lrl) due to tracking of the noise, however there was no rv pacing inhibition. The pacemaker was explanted and replaced due to normal battery depletion (nbd), and the ra lead was surgically abandoned and replaced during the same procedure. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited myopotential noise with oversensing on the right atrial (ra) lead. Impedance measurements were stable. Technical services (ts) discussed troubleshooting options, and recommended further ra lead evaluation in-clinic. Additional information received reported that ventricular signals were falling into blanking and subsequent ventricular pacing was provided, fusion beats were observed on a stored ventricular episode, and right ventricular (rv) lead non-capture was observed. Additionally, the fusion beats were observed on a ventricular episode that overlapped with a right ventricular automatic threshold (rvat) test. Technical services (ts) discussed troubleshooting options and programming considerations. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.